Event description:
It was reported that during a courtesy service call that the lateral motion of the system was extremely impaired. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
Ge representative evaluated the c-arm's mechanical condition and found a number of malfunctions which would limit operation functionality. Wheels do not position properly and lateral motion is severely impaired. The footswitch control has degraded insulation on the cable. Operators will take suggested repairs under consideration but not effected at this time.